Manufacturer narrative:
Attempts have been made to gather additional information regarding this event, but have been unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was explanted due to infection. No additional adverse patient effects were reported.